Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that out of range alert high voltage lead impedance was observed. Suspected insulation anomaly. The lead remains implanted as the patient refused a replacement.